Event description:
The emergency room staff attempted to use the electrode on a pt diagnosed as bradycardiac. The outer adhesive area of the electrode was allegedly dry and did not stick to the pt. Another set of electrodes was opened and were also allegedly dry and would not stick. Paramedics arrived and used their combination electrodes to pace the pt during vehicle transport to another facility. The pt's outcome was not known.